Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was advanced distal to the introducer sheath friction lock, and the complaint could not be confirmed. During the functional test, the pusher assembly was advanced out of its introducer sheath without an issue. Further evaluation revealed offset coil winds. This damage was incidental to the reported complaint and the root cause could not be determined. The offset coil winds did not prevent the pusher assembly from being advanced through the introducer sheath during the functional test. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported resistance and the inability to advance the smart coil past its initial position within the introducer sheath.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (aca) using penumbra smart coils (smart coils), a non-penumbra microcatheter, a non-penumbra catheter, and a guidewire. It should be noted that the patient's anatomy was tortuous, calcified, and narrowed. During the procedure, two smart coils and four non-penumbra coils were successfully implanted into the target vessel. While attempting to advance the next smart coil, resistance was encountered, and the coil would not advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using another smart coil, the same microcatheter, the same catheter, and the same guidewire. There was no report of an adverse effect to the patient.